Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. The reporter could not provide an accurate account as to how many devices or times this issue has occurred; therefore a separate FDA form 3500a has been completed for the unknown devices associated with this complaint. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint received reporting "connection shallow, easily came off" during set up and before set up. No further information was provided. It was further reported that the physician stated "feels almost all micorcuff's connectors are thick on some level and cause shallow connection."